Event description:
It was reported that the patient was experiencing inadequate stimulation of the targeted pain area; bilateral back and legs. Multiple reprogramming attempts were made, however, only the left inner thigh was able to obtain coverage. An x-ray was performed which confirmed that the lead had migrated. The patient underwent a lead revision procedure where the lead was explanted and replaced. The patient is expected to fully recover.

Event description:
It was reported that the patient was experiencing inadequate stimulation of the targeted pain area; bilateral back and legs. Multiple reprogramming attempts were made, however, only the left inner thigh was able to obtain coverage. An x-ray was performed which confirmed that the lead had migrated. The patient underwent a lead revision procedure where the lead was explanted and replaced. The patient is expected to fully recover.

Manufacturer narrative:
The returned lead was analyzed; passed all tests performed and exhibited normal device characteristics. Engineers have concluded that the reported event of lead migration, resulting in inadequate stimulation is a known inherent risk with implanting a pulse generator as part of a system to deliver spinal cord stimulation.